Event description:
It was reported that during a vats procedure, on the fifth firing the articulation knob broke. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Damaged articulation gear. Evaluation summary: the analysis showed that the device was received with fully fired reload in the device and with the articulation mechanism damaged as the articulation gear and lever were detached from the device. The returned device was tested for functionality only in the center position due to the damaged articulation gear with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was completed, and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.